Event description:
The only info available on this pt was that she had the device, xenform, implanted on an unk date to treat pelvic pain, stress urinary incontinence and/or pelvic organ prolapse. The initial surgery was performed without complication. At a later unk date, the pt complained of multiple symptoms including vaginal pressure and pain, vaginal bleeding and/or dyspareunia. It is not known what treatment, if any, the pt has had. None of this info has been confirmed by a healthcare professional.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No additional info has been made available. This is a legal case.